Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an emergency open heart surgery in (B)(6) 2019 where the device was not placed in surgery mode. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date.